Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error, an error in the motor was detected by reading unexpected value from hall sensor error alarm, or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and had multiple pump error alarms. The customer's blood glucose level was unknown at time of incident. Customer states seeing a "critical pump error" image on display screen. The customer was able to clear the alarm(s) but not able to rewind the pump. The customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.